Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. There was pt contact but no injury. Another same model lens was implanted. The reported stated they felt the haptic was defective.

Manufacturer narrative:
Evaluation: method - (other): (other): visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.